Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's neurostimulator was removed and replaced. There were no further details provided regarding the event. Add'l info was requested but not available as of the date of this report. A follow-up report will be sent if add'l info becomes available.